Event description:
Immediately after implants put in rptr started having severe allergies, mouth ulcers, arthritis symptoms but no arthritis. Symptoms she complained of include severe carpal tunnel syndrome, hand, arm and foot pain, autoimmune disease, tachycardia, chest pains, heart pain, back shoulder and neck pain, swollen joints, fibromyalgia, weight gain and memory loss. She had to quit work this year.